Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed a failure to capture on the right ventricular (rv) lead. Physician elected to explant and replace the rv lead. The patient condition is stable.